Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -05.50 diopter, within the same surgery due to the lens was inserted upside down in the patients left eye (os). There was no patient injury. The lens was replaced for another same model/length lens within the same surgery and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Additional information: h3. Device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).